Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the bag ripped with the specimen inside. The specimen and bag fell inside the patient. A second device was opened and the same event occurred; the bag ripped. A different device was used to complete the procedure. There was no impact to the patient. Both pouches were discarded.